Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose between 40 and 70 mg/dl, with severe dizziness. Patient required no unusual treatment. During troubleshooting, customer support found that the transmitter was programmed correctly, the sensor had just been placed in the abdomen today, but the ant icon appears in place of cgm reading. Cs attributed the issue to training/misuse. The cgm alarm issue is not being reported as it does not affect insulin delivery. Patient remains on the pump. This complaint is being reported because the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2016 with the following findings: the last basal delivery was on (B)(6) 2015 at 5:11pm. The black box and cgm history showed one¿cs203¿ cgm sensor failure which is a dexcom transmitter/sensor combination related failure; there was no activity outside of normal use observed. The total daily dose added up correctly and reflected the programmed basal rate target. A test transmitter was paired with the pump correctly. The blood glucose (bg) value was set to 120 mg/dl twice within 2hr and both bg calibration requests were entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. The pump performed within specification. The original complaint could not be duplicated or confirmed. The pump reflected 24u after a 24hr on 1 u/hr duration test. The pump¿s cover was removed and no intermittent condition was found to the cgm module or the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.